Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The introducer sheath had coagulated blood inside. The embolization coil was intact with the pusher assembly and had offset coil winds. The embolization coil was knotted outside the introducer sheath. Conclusions: evaluation of the returned lantern revealed a functional device. During the functional test, a demonstration coil was advanced through the lantern and out of the distal tip without an issue. Evaluation of the first returned pod pc revealed offset coil winds on the proximal end of the embolization coil. If the device is forcefully manipulated against resistance, damage such as offset coil winds may occur. During the functional test, resistance was encountered while attempting to re-sheath the podj from its returned position, and the podj could not be re-sheathed at all. Therefore, the functional testing could not be performed. Further evaluation of the first returned podj revealed that the embolization coil was knotted outside the distal tip of the introducer sheath, and the introducer sheath had coagulated blood inside. This damage was likely incidental to the reported complaint. Evaluation of the second returned pod pc could not confirm the reported complaint. During the functional test, resistance was encountered due to coagulated blood inside the introducer sheath, and the podj could not be advanced out of its sheath. The introducer sheath was flushed and the podj still could not be advanced out of its introducer sheath. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-01500 2.3005168196-2020-01502 h3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01500, 3005168196-2020-01502.

Event description:
The patient was undergoing a coil embolization procedure in the aorta artery using ruby coils, pod packing coils (pod pc), and lantern delivery microcatheter (lantern). During the procedure, the physician placed multiple ruby coils in the target vessel using the lantern. The physician then attempted to advance a pod pc; however, the coil became stuck at the proximal portion of the lantern. Therefore, the physician removed the pod pc and flushed the lantern with saline. While attempting to advance a new pod pc, the same issue occurred at proximal portion of the lantern. Therefore, the pod pc and lantern were removed. The procedure was completed using new pod pcs, ruby coils, and a new lantern. There was no report of an adverse effect to the patient.